Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2026 in which their system was explanted.

Manufacturer narrative:
The reported observation of ineffective stimulation was not confirmed. The root cause of the observation was not ascertained. A visual inspection of the associated lead segment found the leads had been cut at explant into 4 segments. No internal wire damage was noted. Proper setscrew markings were observed. The four lead segments were tested; 2 stimulation end segments and 2 terminal end segments were subjected to electrical resistance and continuity testing. No anomalies were noted. The swift-lock anchors functioned as designed during fit and functional testing. No checklist was attached.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000167869.

Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine which lead attributed to this issue.